Event description:
The physician was attempting to implant a 2.25 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the rca. The target lesion had some calcification. The lesion was pre-dilated once using a 1.25 mm x 20 mm sprinter balloon at 12 atm's. Eighty percent stenosis remained following pre-dilation. The endeavor sprint device could not pass the lesion and the device was removed. The struts of the stent were noted to be damaged. The device had been inspected prior to use with no abnormalities noted. Further pre-dilation of the lesion was then performed and the target lesion was treated using another endeavor stent of the same size. Patient's status post-procedure was stable and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent was positioned on the balloon as per specifications. The ninth proximal segment was raised, deformed and pulled distally. A protective sheath could not be placed over the stent due to the raised stent struts. The damaged stent segment od exceeded specifications.